Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. During add'l testing, leakage from the disposable batteries was noted in the battery compartment of the device. This device has been identified as part of two product recalls. This report represents all the info known by the reporter upon query by hospira personnel.